Event description:
It was reported that when interrogating the patient¿s implantable neurostimulator (ins) today, the caller got a message on the physician programmer asking to input the serial number. It was noted that all settings were lost on the ins and it was reset to factory settings. It was noted that the caller reprogramming the patient and then exited out of the session, but indicated that when they re-interrogated the ins, the right side went back to factory settings, but the left side programming was intact. It was noted that the serial number was then entered and the patient¿s stimulation was turned back on and at the time of the call the patient had stimulation on at 2.7 volts for about an hour and felt they were getting benefit. It was noted that they were only programming one side of the ins. It was noted that the patient had an accident last summer and had surgery in (B)(6) and the week of (B)(6) on their right jaw and cheek. It was noted that the stimulation was turned off for the (B)(6) surgery, but did not think stimulation was turned off for the surgery around (B)(6). It was noted that the patient was not sure if they were getting therapy after (B)(6) as it was hard to tell since they had dystonia. It was noted that the patient checked the ins with the patient programmer after surgery and they got ¿green lights.¿ it was noted that when they interrogated the ins, the stimulation was off. It was noted that the patient had notice symptoms in the left arm about a week ago and the caller thought the patient had a partial return of symptoms. It was noted that the right channel was over 400. It was noted that the ins voltage was at 2.74 volts. It was noted that after having stimulation on for an hour, the battery voltage was at 2.74 volts. It was noted that they disabled the magnetic switch today. Additional information received reported that the magnetic switch was not turned off prior to the visit when the initial report was made. It was noted that the patient had a surgical procedure on their ear and did not contact anyone to turn the unit off, decrease the amplitude and make sure the magnet was not turned off. It was noted that the battery went into power-on-reset settings. It was noted that when turned back on, impedance readings, battery life were within normal settings. It was noted that the settings were set back on the previous settings and the patient began to feel symptom relief within a few minutes.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v181308, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).